Event description:
It was by the prestataire that the needle did not deploy the cannula into the skin when the pod was activated. No impact to the patient's glucose level was reported. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.